Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to damage received while the same system right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.